Manufacturer narrative:
Patient information not provided by the site. A medtronic representative performed an on-site investigation and could not replicate the reported issue. The software investigation proved inconclusive based on the information provided. The imaging system then passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that while in a spinal fusion case, they were unable to shoot fluoro and the system was beeping. The image acquisition system (ias) and mobile viewing system (mvs) were both rebooted, resulting in the message, 'system booting' and constant beeping. Upon the second reboot, the system did not pass the "booting please wait" message. The use of medtronic imaging was discontinued due to this issue. The procedure was completed successfully with a c-arm after a delay of less than 1 hour. The patient was not affected.